Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with undefined units of insulin during the load sequence. Customer¿s blood glucose level was 437 mg/dl. Reportedly, the customer seemed confused. Customer technical support informed customer to contact hcp and emergency services if needed. No additional information was known or reported.